Manufacturer narrative:
The device was discarded by the facility; therefore, an analysis of the actual complaint device is not possible. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).

Event description:
It was reported that during a coronary orbital atherectomy procedure, extravasation was observed post-stent deployment. The target lesion was located in the left anterior descending (lad) artery. The physician used a 7fr introducer sheath, xb3.5 guide catheter and a runthrough guide wire to access the lesion. The physician first deployed a stent to treat a lesion in the circumflex artery and then exchanged the runthrough guide wire for a csi viperwire guide wire. The physician loaded a csi orbital atherectomy device (oad) onto the guide wire and advanced it to the site of the lesion. The physician performed atherectomy and then post-dilated the lesion via balloon angioplasty. A stent was deployed across the lesion, but angiography revealed extravasation. The physician then deployed a covered stent in the area of extravasation and resolved it. The patient status remained stable throughout the procedure.